Event description:
Patient was having a laparoscopic cholecystectomy when the 5mm ligamax endoscopic multiple clip applier stopped firing during use. Applier was removed from the field and replaced with another, new, properly working applier. Surgeon was able to finish the procedure and the patient was sent to pacu for recovery. No injury to patient during this malfunction. Applier was sequestered by or staff and retained for pick-up by risk management. Patient remains an inpatient recovering from her procedure.